Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware (B)(4) 2018, that on (B)(6) 2018 a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional event information is available.

Manufacturer narrative:
(B)(4). Also correction to remove: it was determined that the loss of connection was related to the mobile application.

Event description:
Subsequent to the initial MDR, additional information became available. The transmitter was returned for evaluation. The following were performed: external visual inspection, voltage test, pairing test with the (B)(4) bluetooth device, global transmitter final functional test and the data file was reviewed. The reported allegation was confirmed via data but could not be reproduced with the returned device. The probable cause could not be determined post investigation.